Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch#: 1221934-2018-50310

Event description:
It was reported by the sales rep that the customer's expressew needle would not retract back into the expressew gun when it was fired during a rotator cuff repair. The case was completed with another expressew needle. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device was discarded by the customer.